Event description:
The customer reported that intermittent gray stripes appear on the image when processing the digital image to send to pacs. It is possible that the image was retaken, resulting in unintended radiation exposure.

Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by cannon healthcare solutions USA. The service rep reseated the connector. He performed the calibration and self tests, and all functions met specifications. (B)(4).